Event description:
It was reported that a glenosphere inserter tip fractured. The correct surgical technique was used, and no complications, injuries, or surgical interventions were required; no foreign bodies were retained as a result of this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h8. The product has been received by zimmer biomet, and the investigation is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the time of this report.